Manufacturer narrative:
Product analysis summary: the guidewire returned for evaluation. The 0.014 inch guidewire was back loaded through the distal tip and advanced proximally through the exchange joint with no resistance noted. The 0.014 inch guidewire was frontloaded through the exchange joint and advanced distally through the distal tip with no resistance noted. The inner lumen patency was verified with a 0.015 inch mandrel. The device inflated to 20atm and maintained pressure with no issues noted. Slight deformation was evident to the distal tip. No other damage evident to the remainder of the device. Correction: device returned on the 19th february 2020. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the nc euphora was intended for post-dilation of two stents. A stent was expanded three times using nominal pressure. There was no difficulty before inflation of the nc euphora. The nc euphora was inflated to 20 atm twice. Difficulties occurred after the second inflation. Sufficient time was given to allow the balloon to fully deflate prior to attempting removal. The balloon could be deflated. There was no resistance between the stent and the balloon. The stent was not deformed due to the difficulties experienced when removing the balloon. The non-medtronic guidewire was examined and flushed before use. No issues or kinks were noted. No difficulties were noted when loading the nc euphora onto the guidewire. No damage was noted to the guidewire on removal from the patient. The guidewire was replaced. The guide wire was pulled out from the trapped nc euphora outside the body. When the reported guidewire was passed through a non-medtronic nc balloon used in the same case, the guide wire passed without resistance. However, when trying to pass the guidewire through the nc euphora again, strong resistance was felt in the wire lumen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one nc euphora ptca balloon catheter to treat a moderately tortuous, severely calcified lesion exhibiting 99% stenosis located in the circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the stent. Excessive force was not used during delivery. It was reported that removal difficulties occurred when removing the device following stent deployment. It was stated that the nc euphora balloon and a non medtronic guide wire were trapped. The devices were removed from the patient together. Strong resistance of the guide wire was observed near the exit port of the nc euphora. The patient was reported to be alive with no injuries.